Event description:
It was reported the patient was admitted to the hospital due to a bowel perforation resulting in sepsis. Seven (7) days after admission, the patient underwent a dilation of the left ureter using a rigid ureteral dilator. Upon dilation, the patient experienced an unspecified injury to the ureter. Documentation captured a contour stent was implanted during that procedure. Due to the patient's history, comorbidities, and extensive events, the patient was admitted for a total of 15 days and ultimately passed away. There was no formal cause of death stated and the causality cannot be definitively determined based on the available information. Note: this manufacturer's report pertains to the event involving the contour stent.

Manufacturer narrative:
Block b5 (event description), has been updated. Block h6 (impact code), the f08: hospitalization or prolonged hospitalization has been removed from the table since the patient was never extubated and the bsc devices used had no impact on the patient's stay. Block h6 (patient code), e1311: unspecified kidney or urinary problem, has been removed from the table since there was no allegation that the stent caused this injury. Block b2 date of death: date of death: unknown, (B)(6) selected as approximate as it was the day after the patient was discharged. Block b3 date of event: the exact event date is unknown. The procedure date has been used as the event date. Block d4, h4: the complainant was unable to provide the suspect lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable event of: e2401 - captures the non-specified patient complications that the stent has contributed to the patient's death. The following imdrf impact codes capture the reportable event of: f02 - captures the reportable event of death.

Manufacturer narrative:
Block b2 date of death: the exact date of death of the patient is unknown. The discharged date has been used as the date of death. Block b3 date of event: the exact event date is unknown. The procedure date has been used as the event date. Block d4, h4: the complainant was unable to provide the suspect lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable event of: e1311 - captures the reportable event of unspecified ureter injury. The following imdrf impact codes capture the reportable event of: f08 - captures the reportable event of patient stayed in the hospital for a period of 15 days. F02 - captures the reportable event of death.

Event description:
It was reported that during the dilation of the left ureter using a rigid ureteral dilator and contour stent, the patient sustained an unspecified injury to the ureter. Because of the patient's comorbidities, this hospital encounter was very complex, and the patient was admitted for 15 days. Ultimately, the patient passed away. There was no formal cause of death stated and the causality cannot be definitively determined based on the information we have available. Per medical safety review, the patient was also admitted for a bowel perforation resulting in sepsis which was most likely the cause of the patient's death. Note: this manufacturer's report pertains to the event involving the contour stent.